Event description:
During the interventional procedure, the end of the berenstein catheter folded over while the physician was attempting to enter the selected artery. The catheter would not thread into the artery. Another manufacturer's catheter was utilized to complete the procedure. The berenstein catheter was given to the manufacturer's representative. This report describes 3 such occurrences with three patients.